Event description:
It is reported that the pt was revised due to pain and swelling as well as dislocation and breakage of the patella. The articular surface also revealed pitting.

Manufacturer narrative:
This report will be amended when our investigation is complete.